Event description:
It was later reported that the cause of the high residual volumes was not known. A catheter dye study was to be scheduled. There were no patient symptoms associated with this event, no injury, no hospitalization.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter product ID: 8835 lot# serial# (B)(4) product type programmer, patient. (B)(4).

Event description:
It was reported that yesterday ((B)(6) 2013) at the pump refill, the expected reservoir volume was 5.1, but they actually withdrew 11. This had happened at previous refills as well; the expected volume and the actual volume were way off. The last couple of times it had been a significant difference. If there was still a discrepancy at the next visit; they were going to check the catheter. It was noted that the patient usually waited to take a bolus with the ptm (personal therapy manager) until he was hurting; when he did that he would usually sit down and he would get relief by sitting down. So the patient didn't know if it was the medication that was helping or if it was the sitting down that was helping. If the patient stayed active after a bolus there was some relief. The pump was delivering hydromorphone and bupivacaine. Additional information has been requested; a follow-up report will be sent if information becomes available.